Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that a piece of black particulate was seen in the IV tubing. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unused b braun four-way stopcock set with a cut segment of tubing attached by a luer adapter was provided. In addition a segment of cut tubing taped to a paper listing lots: 0061681720, 0061697536, 0061690622 were also provided. Visual examination of the sample noted a small black particulate underneath the tape. However due to the condition of the sample it is difficult to determine where the material originated. The unused stopcock was also examined with no defects noted. The black particulate was submitted for ftir analysis; however, the amount of material was insufficient and was unable to be tested. Review of the discrepancy management system (dsms) database was performed for the reported lot numbers and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Information for the additional provided lots are as follows: lot number: 0061681720; production date: 06/18/2019; expiry date: 06/18/2022. Lot number: 0061697536; production date: 09/25/2019; expiry date: 09/25/2022. Lot number: 0061690622; production date: 08/15/2019; expiry date 08/15/2022.